Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal could not be loaded, and the procedure was completed without any problems using a spare heart string. No health hazard to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there were two additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of (B)(6) 2021 through ¿(B)(6) 2022. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. . Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated sections: b-4, d-10, g-4, g-7, h-2, h-3, h-6, h-10. Note: h3 on previous MDR 590079 was inadvertently reported "yes" when it should be "no". Testing of actual/suspected device: (10 /213 / 67) the device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device, loading device as well as on the seal. The delivery device was returned outside the loading device with the seal and tension spring inside the delivery device. The white plunger on the device was depressed and the blue safety was off which allows for the white plunger to be depressed. The seal and tension spring assembly was removed from the delivery device. The seal was in an unraveled state and detached from the tension spring assembly. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.